Event description:
Device malfunction: device did not operate as expected. Symptoms/ae: failure to achieve hemostasis. Time of symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after the clip was deployed, hemostasis was not achieved. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.